Event description:
Pt reported performing back-to back tests, on the suspect device and a fire dept's blood glucose monitor, while experiencing hypoglycemic symptoms (dizzy and weak). Pt indicated that the result obtained on the suspect device was 50 mg/dl higher than the result obtained on fire department's blood glucose monitor. Pt could not recall either result. Pt reportedly self-treated by eating cake. No add'l treatment was rec'd. At the time of the report, pt had already disposed of the strips in use at the time of the event. Quality control testing was performed on a different vial of test strips and the results fell within the acceptable range.